Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was water filtration on the arctic sun device. Per review of wo on (B)(6) 2023, there was no patient involvement. Per follow up information received via email on 24apr2023, the system had a level sensor failure and a chiller failure too. Sensor level made the water to pour out of the device. The first, motive for repair is the level sensor of the tank was broken. The water overflows. The second, the temperature of the water, not down. It valor was temperature ambient. The problem was the compressor, not works. Error irreparable.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty chiller unit. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was water filtration on the arctic sun device. As per review of wo on 07apr2023, there was no patient involvement. As per follow up information received via email on 24apr2023, the system had a level sensor failure and a chiller failure too. Sensor level made the water to pour out of the device. The first, motive for repair is the level sensor of the tank was broken. The water overflows. The second, the temperature of the water, not down. It valor was temperature ambient. The problem was the compressor, not works. Error irreparable. As per sample evaluation results received on 25apr2023, it was reported that the equipment did not cold the water because the compressor was defective.